Manufacturer narrative:
Exact date unknown, event occurred in 2011. Explant date: 2011.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. Additional information was received that all device components were explanted and will not be returned. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 234530/234561.